Event description:
Medline insulated instant hot compress was applied to pt's arm prior to her surgery. In the recovery room, she complained of pain & the area was examined. The compress had not been wrapped in a cloth as instructed on the front of the pack & the pt suffered a blister approximately 2 1/2" x 3/4". The area was dressed with silvadene & covered with op site.